Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy procedure, after the surgeon sealed the tissue and received an endtone (indicating a completed seal cycle), bleeding occurred when the surgeon cut the tissue. The bleeding was less than 200cc and the patient was not injured. Another device was opened and used to complete the procedure.